Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 1.26 mmol/l. The customer questioned the result because it did not match the patient's clinical diagnosis. The instrument was checked and a crack was observed in the outer wall of a reagent probe. The probe was replaced. The patient sample was repeated, resulting in a glucose value of 6.11 mmol/l.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the replacement of the probe.